Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon had a pin hole leak. The 80% stenosed lesion was located in a moderately tortuous in-stent restenosis of the mid left anterior descending (lad) artery. The stent manufacturer is unknown. During the first inflation with the 2.5 x 12mm apex monorail, a streaming of contrast on fluoroscopy was noticed. Once the balloon was removed, a pinhole leak was noticed. The procedure was completed with another same device. No patient complications occurred. The patient status was good.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon had a pin hole leak. The 80% stenosed lesion was located in a moderately tortuous in-stent restenosis of the mid left anterior descending (lad) artery. The stent manufacturer is unknown. During the first inflation with the 2.5 x 12mm apex monorail, a streaming of contrast on fluoroscopy was noticed. Once the balloon was removed, a pinhole leak was noticed. The procedure was completed with another same device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon identified no holes or tears in the balloon material. A build up of solidified contrast media was present inside the balloon. The device was attached to an inflation unit in an attempt to inflate liquid into the balloon, however the balloon would not inflate. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media that was present. However all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4).